Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle would not function. The following information was provided by the initial reporter: customer complained that about every 2nd needle did not work.

Manufacturer narrative:
Investigation summary: two photos of a 31g x 5mm pen needle carton and pen needles were returned from lot. No. 1350494, cat. No. 320522. Visual examination of the returned photos was carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos and the fact no physical samples were returned no further investigation could be carried out.

Event description:
It was reported that the bd ultra-fine¿ pen needle would not function. The following information was provided by the initial reporter: customer complained that about every 2nd needle did not work.